Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd q-syte¿ luer access split septum with small bore extension set, fixed nut there was an issue with leakage. It was reported that "septum pushed into adapter when first washpipe before infusion." There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd q-syte¿ luer access split septum with small bore extension set, fixed nut there was an issue with leakage. It was reported that "septum pushed into adapter when first washpipe before infusion." There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes. Investigation summary: received two used q-syte extension sets with an opened package and 125 used q-syte extension sets in sealed packages inside of dispenses. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of septum pushed into adapter (q-syte) with lot #7327645 regarding item #385102. DHR review was performed on the sub-assembly lot number 7300666; the lot number was built on qfa line 4 from november 3, 2017 thru november 4, 2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. Visual/microscopic evaluation: used q-syte 1 ¿ the septum was not pushed into the top body. Used q-syte 2 ¿ the septum was not pushed into the top body. The septum lifts up all the way around from the rim of the top disk the residual septum material and adhesive deposits was evident on the rim of the top body. Unused q-sytes ¿ no physical/mechanical damage was observed on any of the external areas of the q-syte units. None of the septums were pushed into the top bodies. Root cause for this incident is indeterminate. The returned q-syte units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. The evaluation of the septum lifts up at rim locations revealed evidence of residual septum material and adhesive deposits. This is an indication that a bond was provided during the manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.